Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03758. The pt received 2 scs leads with the same lot number. It was reported the pt hit his scs ipg on the kitchen counter. Subsequently, he began experiencing pain at his scs ipg pocket site. The pt also experienced a surge up his left back and buttocks when using system stimulation during a reprogramming session which resolved upon turing off stimulation. Additionally, the pt experienced swelling at his scs ipg pocket which is now resolved. Lead diagnostics showed low impedance values. The pt is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.